Event description:
A customer contacted beckman coulter regarding an erroneously elevated accu tni result generated by the synchron lxi instrument. The erroneously elevated accu tni result was 13.23 ng/ml. The elevated accu tni result was reported out of the lab. The customer wanted to verify the elevated accu tni result and reran the original sample for accu tni. The repeated accu tni result was 0.10 ng/ml. The corrected accu tni result was immediately called into the catheterization lab. The customer indicated they were subsequently informed that the pt was catheterized. The custoemr indicated the erroneously elevated result did not affect the physician's decision to initiate catheterization.